Event description:
It was reported to hill-rom that a pt fell out of bed. As a result, the pt fractured their hip. A hill-rom tech inspected the synergy air surface and found it to be working properly. The pt was on a frame that is distributed by hill-rom. The air surface that the pt was on is also distributed by hill-rom, but hill-rom is the initial importer of the device.